Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that she was using her old insulin pump. Customer requested exchange on her reservoirs. The insulin pump will not be returned for analysis.